Manufacturer narrative:
(B)(4)

Event description:
It was reported when the patient presented to the clinic after experiencing diaphragmatic pacing, interrogation revealed non-sustained right ventricular oversensing episodes which were related to undersensing pacing. Loss of capture was observed due to lead dislodgement. The lead was successfully repositioned and underwent defibrillation threshold testing. The patient condition was stable before, during and after the procedure.